Manufacturer narrative:
Based on the information provided, the cause of the reported aborted procedure cannot be determined; however, the reported intra-operative errors are potentially product related. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replicated the reported instrument engagement issues with test sterile adaptors and instruments. Usm4 was replaced as it would intermittently fail to recognize sterile adapters. The system was tested and verified as ready for use. The usm was tested and the reported errors were confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered 25930 errors. The unit failed the carriage strength and carriage lissajous tests. During the visual inspection found the sterile adapter presence pins sticking out. The system did not trigger errors 22020 or 31010 but they were confirmed via logs. Additional tests were performed and passed. The isa board and sterile adapter pins will be replaced. The root cause of the issue was found to be a component failure. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse) during the troubleshooting call. Investigation revealed the following possible related system errors: error 22020 - installed vessel sealer extended failed to engage on usm4 (wrist pitch axis failed to engage); error 22020 - installed small grasping retractor failed to engage on usm4 (grip axis failed to engage); error 31010 - sterile adaptor sensor missing on usm4. The sa was fully detected then lost one (but not both) sensors. ( no tool present, sa sensors lost for 2 seconds ). A review of the system logs for this procedure has been performed and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures. The vessel sealer extend is a single-use instrument and therefore was not used in subsequent procedures. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, recognition and engagement issues occurred. The surgeon aborted the procedure due to an unspecified patient issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported they had experienced multiple universal surgical manipulator (usm) 4 recognition and engagement issues throughout the procedure. The technical service engineer (tse) reviewed the system error logs and found multiple 22020 failed engagement errors reported by usm4 with a small grasping retractor and vessel sealer extend instruments. The tse also noted 31010 errors indicating a sterile adapter sensor missing reported on usm4. The customer stated that they tried to reseat the instrument and sterile adapter multiple times without resolve. The customer stated that they even re-draped usm4 but the issue persisted. The customer stated that they had to abort the procedure, but not due to the engagement issue and due to a different patient issue. The customer stated that the engagement issue was a nuisance than but did not cause the abort. The procedure was aborted post anesthesia and port placement. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.